Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "palamed g compared with palacos r with gentamicin in charnley total hip replacement¿ update 27 jun 2019. ¿palamed g compared with palacos r with gentamicin in charnley total hip replacement¿ was reviewed for MDR reportability. The study enrolled 60 hips (57 patients) into two groups of 30 hips. All the patients were operated on using a cemented charnely total hip replacement with competitor cement. The study follows-up with patient up to two-years post-primary. The following adverse events were noted: 1 patient was excluded from the study due to post-operative dislocation and infection. Multiple cases of an unspecified number of patients experienced stem migration, stem mispositioning, and stem loosening at both the cement to bone and cement to implant interface. It is noted specific patient identifiers nor specific revision information was provided. The article indicated that 4 patients died, but no cause was noted nor indication it was product related.